Event description:
It was reported that water leaked from the bd pegasus¿ safety closed IV catheter system extension tube during use. The following information was provided by the initial reporter, translated from chinese to english: "it happened at noon on yesterday(11/30). When the nurse was treating the patient, she turned off the heparin cap and connected the drug. When the patient was given infusion, she found water dripping from the whole extension tube to the catheter holder. There was no harm to the patient".

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9318990, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. Since the defect could not be identified in the provided photo a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that water leaked from the bd pegasus¿ safety closed IV catheter system extension tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it happened at noon on yesterday(11/30). When the nurse was treating the patient, she turned off the heparin cap and connected the drug. When the patient was given infusion, she found water dripping from the whole extension tube to the catheter holder. There was no harm to the patient"